Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided. The probable cause of the kinked guide wire could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the spring wire guide bent during use.

Manufacturer narrative:
(B)(4). The results of the investigation are not available at the time of this report.

Event description:
The customer alleges that the spring wire guide bent during use.